Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump was over delivering. The customer¿s blood glucose value was 142 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer treated low blood glucose value with glucose tablets. Customer alleging possible insulin pump was over delivery because customer felt recently while in auto mode customer's blood sugar had blood lower than normal. No harm requiring medical intervention was reported. The customer will continue to use the device.